Event description:
It was reported that damage to the pump housing caused insulin to no longer be delivered.. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.